Event description:
Patient reported implant of a charite artificial disc at l4/5 in 2006. Slight relief for a few months than pain worsened. Based on the info report it appears that the device has subsided. Patient is seeing a speicalist to discuss a possible revision.

Manufacturer narrative:
Little information is known at this time. If additional info is reported this complaint file shall be updated. No definitive conclusions can be made at this time. At this time no connection can be made between the event and any shortcomings of the device or info provided with the device. [See scanned pages].